Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic infection ('infection (other) describe: pelvic') in a 42-year-old female patient who had essure (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ehlers-danlos syndrome, herpes nos and connective tissue disorder. Concurrent conditions included pelvic pain, ovulation pain, prolonged heavy periods and dysmenorrhoea. Concomitant products included cetirizine hydrochloride (zyrtec) since 2004, mometasone furoate (nasonex) since 2004, naproxen since 2009 and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ unbearable pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ unbearable pain"), pain ("pain in many areas/ all over the body aches/ pain"), arthralgia ("pain joints in general, hips pain , right hip pain, knees pain"), back pain ("lower back pain/back pain"), pain in extremity ("legs pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and depression suicidal ("psychological or psychiatric problems condition: depression/psychological injury/ depression (sadness/ suicidal thought)") and was found to have weight gain ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), skin infection ("infection (other) describe: skin infections"), rash ("rashes or skin conditions type: chronic rashes on arms,") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 4 months after insertion of essure. On an unknown date, the patient was found to have the first episode of uterine leiomyoma ("fibroids"), weight decreased ("lost 6 to 9 lbs"), weight increased ("she gained about 20 lbs"), the second episode of uterine leiomyoma ("fibroids") and ovarian cancer ("ovarian cancer") and experienced ovarian cyst ("ovarian cysts"), feeling abnormal ("brain fog: cloudiness"), pelvic pain ("pelvic pain"), nervous system disorder ("neurologic disorder/problems"), hypersensitivity ("allergy"), dysgeusia ("bad taste in my mouth/ metallic taste in mouth"), cyst ("cyst"), menstrual disorder ("abnormal periods"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), neck pain ("neck pain"), nausea ("nausea"), memory impairment ("forgetfulness"), panic attack ("panic attacks"), anxiety ("anxiety"), mood swings ("mood swing"), urticaria ("hives"), vitreous floaters ("vision problem (floaters)"), migraine with aura ("ocular migraine"), dry skin ("dry skin"), dry eye ("dry eye") and diplopia ("trippy vision that block your vision for 20 to 30 min"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic infection, vaginal haemorrhage, menorrhagia, skin infection, dysmenorrhoea, pain, pain in extremity, vaginal discharge, adenomyosis, ovarian cyst, weight decreased, weight increased, cyst, menstrual disorder, the last episode of uterine leiomyoma, ovulation pain, night sweats, loss of libido, neck pain, nausea, memory impairment, panic attack, anxiety, mood swings, urticaria, vitreous floaters, migraine with aura, dry skin, dry eye, ovarian cancer and diplopia outcome was unknown, the arthralgia, depression suicidal and feeling abnormal was resolving and the back pain, abdominal pain, rash, fatigue, weight gain, pelvic pain, nervous system disorder and hypersensitivity had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, back pain, cyst, depression suicidal, device breakage, diplopia, dry eye, dry skin, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, hypersensitivity, loss of libido, memory impairment, menorrhagia, menstrual disorder, migraine with aura, mood swings, nausea, neck pain, nervous system disorder, night sweats, ovarian cancer, ovarian cyst, ovulation pain, pain, pain in extremity, panic attack, pelvic infection, pelvic pain, rash, skin infection, urticaria, vaginal discharge, vaginal haemorrhage, vitreous floaters, weight decreased, weight gain, the first episode of uterine leiomyoma, weight increased and the second episode of uterine leiomyoma to be related to essure. The reporter commented: current weight 180 lbs. The coil was placed with 3 coils visible 011 the right. Attention then turned to the letter this was also done without complication and 4 coils were visible at the end of the procedure. She had received treatment for pain, breakage/expulsion, psychological injury,vaginal discharge, fatigue,weight gain,neurological disorder/problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the scout film demonstrates bilateral tubal occlusion devices with the proximal; on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic infection ('infection (other) describe: pelvic') in a 42-year-old female patient who had essure (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ehlers-danlos syndrome, herpes nos and connective tissue disorder. Concurrent conditions included pelvic pain, ovulation pain, prolonged heavy periods and dysmenorrhoea. Concomitant products included cetirizine hydrochloride (zyrtec) since 2004, mometasone furoate (nasonex) since 2004, naproxen since 2009 and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ unbearable pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ unbearable pain"), pain ("pain in many areas/ all over the body aches/ pain"), arthralgia ("pain joints in general, hips pain , right hip pain, knees pain"), back pain ("lower back pain/back pain"), pain in extremity ("legs pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression/psychological injury/ depression (sadness/ suicidal thought)") and was found to have weight gain ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), skin infection ("infection (other) describe: skin infections"), rash ("rashes or skin conditions type: chronic rashes on arms,") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 4 months after insertion of essure. On an unknown date, the patient was found to have the first episode of uterine leiomyoma ("fibroids"), weight decreased ("lost 6 to 9 lbs"), weight increased ("she gained about 20 lbs"), the second episode of uterine leiomyoma ("fibroids") and ovarian cancer ("ovarian cancer") and experienced ovarian cyst ("ovarian cysts"), feeling abnormal ("brain fog: cloudiness"), pelvic pain ("pelvic pain"), nervous system disorder ("neurologic disorder/problems"), hypersensitivity ("allergy"), dysgeusia ("bad taste in my mouth/ metallic taste in mouth"), cyst ("cyst"), menstrual disorder ("abnormal periods"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), neck pain ("neck pain"), nausea ("nausea"), memory impairment ("forgetfulness"), panic attack ("panic attacks"), anxiety ("anxiety"), mood swings ("mood swing"), urticaria ("hives"), vitreous floaters ("vision problem (floaters)"), migraine with aura ("ocular migraine"), dry skin ("dry skin"), dry eye ("dry eye") and diplopia ("trippy vision that block your vision for 20 to 30 min"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic infection, vaginal haemorrhage, menorrhagia, skin infection, dysmenorrhoea, pain, pain in extremity, vaginal discharge, adenomyosis, ovarian cyst, weight decreased, weight increased, cyst, menstrual disorder, the last episode of uterine leiomyoma, ovulation pain, night sweats, loss of libido, neck pain, nausea, memory impairment, panic attack, anxiety, mood swings, urticaria, vitreous floaters, migraine with aura, dry skin, dry eye, ovarian cancer and diplopia outcome was unknown, the arthralgia, depression and feeling abnormal was resolving and the back pain, abdominal pain, rash, fatigue, weight gain, pelvic pain, nervous system disorder and hypersensitivity had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, back pain, cyst, depression, device breakage, diplopia, dry eye, dry skin, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, hypersensitivity, loss of libido, memory impairment, menorrhagia, menstrual disorder, migraine with aura, mood swings, nausea, neck pain, nervous system disorder, night sweats, ovarian cancer, ovarian cyst, ovulation pain, pain, pain in extremity, panic attack, pelvic infection, pelvic pain, rash, skin infection, urticaria, vaginal discharge, vaginal haemorrhage, vitreous floaters, weight decreased, weight gain, the first episode of uterine leiomyoma, weight increased and the second episode of uterine leiomyoma to be related to essure. The reporter commented: current weight 180 lbs. The coil was placed with 3 coils visible 011 the right. Attention then turned to the letter this was also done without complication and 4 coils were visible at the end of the procedure. She had received treatment for pain, breakage/expulsion, psychological injury,vaginal discharge, fatigue,weight gain,neurological disorder/problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the scout film demonstrates bilateral tubal occlusion devices with the proximal; on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Medical history were added. Added events lost 6 to 9 lbs, bad taste in my mouth/ metallic taste in mouth, she gained about 20 lbs, cyst, abnormal periods, fibroids, painful ovulation, night sweats, loss of libido, neck pain, nausea, forgetfulness, panic attacks, anxiety, mood swing, hives, vision problem (floaters), ocular migraine, dry skin, dry eye, ovarian cancer, trippy vision that block your vision for 20 to 30 min. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic infection ('infection (other) describe: pelvic') in a 42-year-old female patient who had essure (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ehlers-danlos syndrome and herpes nos. Concurrent conditions included pelvic pain, ovulation pain, prolonged heavy periods and dysmenorrhoea. Concomitant products included cetirizine hydrochloride (zyrtec) since 2004, mometasone furoate (nasonex) since 2004 and naproxen since 2009. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("pain in many areas"), arthralgia ("pain joints in general, hips pain , right hip pain, knees pain"), back pain ("lower back pain"), pain in extremity ("legs pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), skin infection ("infection (other) describe: skin infections"), rash ("rashes or skin conditions type: chronic rashes on arms,") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 4 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("fibroids") and experienced ovarian cyst ("ovarian cysts") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic infection, vaginal haemorrhage, menorrhagia, skin infection, dysmenorrhoea, pain, back pain, pain in extremity, abdominal pain, vaginal discharge, adenomyosis, uterine leiomyoma and ovarian cyst outcome was unknown, the arthralgia, depression, fatigue, weight increased and feeling abnormal was resolving and the rash had resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, back pain, depression, device breakage, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, ovarian cyst, pain, pain in extremity, pelvic infection, rash, skin infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. The coil was placed with 3 coils visible 011 the right. Attention then turned to the letter this was also done without complication and 4 coils were visible at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the scout film demonstrates bilateral tubal occlusion devices with the proximal; on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic infection ('infection (other) describe: pelvic') in a 42-year-old female patient who had essure (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ehlers-danlos syndrome and herpes nos. Concurrent conditions included pelvic pain, ovulation pain, prolonged heavy periods and dysmenorrhoea. Concomitant products included cetirizine hydrochloride (zyrtec) since 2004, mometasone furoate (nasonex) since 2004 and naproxen since 2009. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("pain in many areas"), arthralgia ("pain joints in general, hips pain , right hip pain, knees pain"), back pain ("lower back pain/back pain"), pain in extremity ("legs pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression/psychological injury") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), skin infection ("infection (other) describe: skin infections"), rash ("rashes or skin conditions type: chronic rashes on arms,") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 4 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("fibroids") and experienced ovarian cyst ("ovarian cysts"), feeling abnormal ("brain fog"), pelvic pain ("pelvic pain"), nervous system disorder ("neurologic disorder/problems") and hypersensitivity ("allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic infection, vaginal haemorrhage, menorrhagia, skin infection, dysmenorrhoea, pain, pain in extremity, vaginal discharge, adenomyosis, uterine leiomyoma and ovarian cyst outcome was unknown, the arthralgia, depression and feeling abnormal was resolving and the back pain, abdominal pain, rash, fatigue, weight increased, pelvic pain, nervous system disorder and hypersensitivity had resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, back pain, depression, device breakage, dysmenorrhoea, fatigue, feeling abnormal, hypersensitivity, menorrhagia, nervous system disorder, ovarian cyst, pain, pain in extremity, pelvic infection, pelvic pain, rash, skin infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. The coil was placed with 3 coils visible 011 the right. Attention then turned to the letter this was also done without complication and 4 coils were visible at the end of the procedure. She had received treatment for pain, breakage/expulsion, psychological injury,vaginal discharge, fatigue,weight gain,neurological disorder/problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hystrosalpingogram - on (B)(6) 2008: the scout film demonstrates bilateral tubal occlusion devices with the proximal; on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- pelvic pain and neurological disorder/problem. Event outcome was added- pain ,allergy ,fatigue ,weight gain, neurological problem was resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic infection ('infection (other) describe: pelvic') in a (B)(6) female patient who had essure (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ehlers-danlos syndrome and herpes nos. Concurrent conditions included pelvic pain, ovulation pain, prolonged heavy periods and dysmenorrhoea. Concomitant products included cetirizine hydrochloride (zyrtec allergy) since 2004, mometasone furoate (nasonex) since 2004 and naproxen since 2009. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("pain in many areas"), arthralgia ("pain joints in general, hips pain , right hip pain, knees pain"), back pain ("lower back pain"), pain in extremity ("legs pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), skin infection ("infection (other) describe: skin infections"), rash ("rashes or skin conditions type: chronic rashes on arms,") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 4 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("fibroids") and experienced ovarian cyst ("ovarian cysts") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic infection, vaginal haemorrhage, menorrhagia, skin infection, dysmenorrhoea, pain, back pain, pain in extremity, abdominal pain, vaginal discharge, adenomyosis, uterine leiomyoma and ovarian cyst outcome was unknown, the arthralgia, depression, fatigue, weight increased and feeling abnormal was resolving and the rash had resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, back pain, depression, device breakage, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, ovarian cyst, pain, pain in extremity, pelvic infection, rash, skin infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. The coil was placed with 3 coils visible 011 the right. Attention then turned to the letter this was also done without complication and 4 coils were visible at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the scout film demonstrates bilateral tubal occlusion devices with the proximal; on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet and medical records received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- device breakage, abnormal bleeding (vaginal, menorrhagia), infection (other) describe: pelvic, dysmenorrhea (cramping), pain in many areas, pain joints in general, hips pain , right hip pain, knees pain, lower back pain, legs pain, abdominal pain, vaginal discharge, psychological or psychiatric problems condition: depression, rashes or skin conditions type: chronic rashes on arms, reproductive system disorder or condition type of disorder or condition: adenomyosis, fatigue, weight gain / loss specify which one: weight gain, fibroids, ovarian cysts, brain fog. Medical history, concomitant drug, reporter information, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.